Event description:
Three 12f destino reach sheaths were used in this branched endovascular aortic repair (bevar) procedure. The first sheath was introduced and, during use, the user attempted to actuate the steering mechanism via the handle; however, no response was observed at the distal tip. The steerable portion of the device did not articulate as intended, rendering the device unusable. The device was removed and replaced. The customer's reported event for the first sheath is "when trying to operate the tip with the handle, nothing happened to the steerable part of the introducer - unusable." The second sheath of the same model and lot number was subsequently used and experienced a separate malfunction (handle component breakage) which is reported under MDR: 1035166-2026-00047. The third 12f destino reach was then used to successfully complete the procedure. To date, no patient injury or harm has been reported.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report.